Manufacturer narrative:
Additional information received confirming no patient harm. Annex e/f codes updated

Event description:
Response received: 1. Please ask the customer if there was any serious injury to the patient for both of these events. No

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. This MDR represents the second occurrence. A.2. Date of birth: unknown. The patient¿s year of birth was used to determine a placeholder date for this field and for age calculation.

Event description:
It was reported that bd discardit syringe s2 leaked past the stopper the following information was provided by the initial reporter, translated from german to english: fentanyl was administered to the patient in a 10 ml syringe, during the application via the venous access the medication was pushed out via the syringe plunger at the back and dripped out at the back. Exact dosage of the medication was no longer possible. (Video would be available) this is the second time this has happened to the employee this week, but only one syringe was secured.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2305311. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) video sample and one (1) physical sample were returned for evaluation by our quality team. Through examination of the returned sample, leakage was confirmed. Based on the evaluation of the received sample, it has been concluded that the leakage resulted from damage to the plunger component. This type of damage may be produced during the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.